Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a error code during a device follow up. A zip text file was sent for analysis. A boston scientific engineer confirmed that the low voltage fault code was declared. There were no other suspicious faults or resets stored in device memory. The therapy delivery was not affected. The battery status indicators were inaccurate and should not be relied upon. The device was malfunctioning and should be replaced for further analysis. The device had significant battery reserve; however, the battery reserve values may change unpredictably. No additional adverse patient effects were reported. The device is explanted.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed a low voltage battery fault code 1003 had been recorded. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 28, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is part of the identified population.

Manufacturer narrative:
(B)(4). The date we previously reported that boston scientific distributed a letter to physicians concerning this issue was incorrect. The correct date is august 29, 2013. This device was included in the 2013 advisory population.